Event description:
It was reported that following a pulse field ablation study procedure involving a farawave nav catheter the patient experienced urinary retention syndrome. The patient present to the emergency department (ed) due to urinary retention syndrome, stated history of prostate issues and anesthesia might have contributed to it. The patient was discharged from ed after foley was placed. The patient is expected to fully recovery from the event. The farawave nav catheter is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.